Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019. On (B)(6) 2016, the patient underwent right knee arthroplasty due to osteoarthrosis of the right knee. The surgeon reported no intraoperative complications and patient was transferred to recovery in stable condition. Attune components were utilized in the procedure. Competitor, cement was utilized in the procedure. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon indicated the tibial tray/cement interface was loose. There were no allegations against the femoral component nor the patella. The surgeon reported no intraoperative complications. All competitor components were utilized in the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2017, (rt knee).